Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency room due to chest stimulation. It was determined that this right atrial (ra) lead exhibited infection and dislodgement. A revision was performed and the pacemaker along with the right ventricular (rv), right atrial (ra) lead and previously capped right atrial (ra) leads were explanted due to infection. No additional adverse patient effects reported.

Event description:
It was reported that the patient had presented to the emergency room due to chest stimulation. It was determined that this right atrial (ra) lead exhibited infection and dislodgement. A revision was performed and the pacemaker along with the right ventricular (rv), right atrial (ra) lead and previously cappped right atrial (ra) leads were explanted due to infection. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient and device codes have been corrected.